Manufacturer narrative:
Additional information: methods, results and conclusion - the returned drill guide was examined and found to be fractured as reported. Accounting for the diagonal fracture, it's possible off-axis forces, which may have included angling the tip (referred to as "angle-limiting pin" in stg) greater than the +/- 12° stated by the stg, produced a torque that overcame the material properties of the angle-limiting pin. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the guide tip of a drill guide fractured off the device during surgery. The patient retained the tip. There were no reported impacts associated with the retained fragment.

Manufacturer narrative:
UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the guide tip of a drill guide fractured off the device during surgery. The patient retained the tip. There were no reported impacts associated with the retained fragment.